Event description:
The patient's mother reported blood glucose levels had risen to over 400 mg/dl. It was reported that no alarms alerted. She was unsure if the pink slide had moved forward, properly seating the cannula and whether or not insulin was being delivered. When the patient removed the pod, it was noted that the cannula was crooked. At the time of the event, the pod was worn on the leg, and the sensor was on the arm, on the same side of the body. The pod had been worn between 1 and 4 hours. To treat the issue, the patient applied a new pod.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm or determine the root cause of the reported bent cannula. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: lockdown omnipod software app version: 3.1.1 operating system: n5004l-am-q-mv01602-06-01.06 hardware: n5004l cgm sensor type: g7 please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.